Event description:
The hcp reported the pt was experiencing baclofen withdrawal symptoms that included lightheadedness. The catheter was revised in 2001. The pt is reported to have recovered without sequela.